Event description:
It is reported that, as dr. Was trying to loosen the hinge post, the hex driver broke.

Manufacturer narrative:
As returned, the hex feature has stripped and a portion fractured off. Through testing, it was found that exceeding the recommended torque of 130in-lbs to tighten and loosen the hinge post will result in the returned condition. A field communication was sent out in 2008 that emphasizes the need to tighten the recommended torque. The instrument has a potential field age of approximately 7 years. Device history records indicate all components were manufactured and inspected to specification.